Event description:
The initial reporter complained of qc issues on a cobas pro ise analytical unit. Qc was out of the acceptable range and the customer repeated 10 patient samples. Discrepant results were identified for 2 patient samples tested for na electrode (na). Patient 1 initial result was 147 mmol/l. The repeat result from a different cobas pro ise analyzer was 141 mmol/l. Patient 2 initial result was 148 mmol/l. The repeat result from a different cobas pro ise analyzer was 142 mmol/l. The initial results were reported outside of the laboratory. Amended reports were issued as the repeat results were believed to be correct.

Manufacturer narrative:
The na electrode lot number was w39_2024 with an expiration date of 12-mar-2025. The field service engineer (fse) replaced the sipper nozzle, the sample probe, and the vacuum nozzle. The fse cleaned the dilution cup due to observing fibrin or clots in the dilution vessel. Sample probe adjustments were completed. Ise checks, calibration, qc, and a 21-cup precision were all completed successfully. Qc was acceptable and precision results were within specification. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. On (B)(6) 2024 and (B)(6) 2024, the qc was out of range. Qc was then repeated and it was acceptable. The instrument performance was verified. The cause of the event could not be determined. The service actions (replacing the sipper nozzle, the sample probe, and the vacuum nozzle, cleaning the dilution cup, and adjusting the sample probe) resolved the issues. No further issues were reported afterward.